Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow up report detailing the results of the eval.

Event description:
A report was received explaining that during an injection, the needle detached from the syringe and remained in the pt's arm. The nurse removed the needle by hand. No needle-stick took place. No injury was reported.